Event description:
It is reported that the pt underwent a total hip arthroplasty in her right hip, receiving a fitmore stem on (B)(6) 2010. At 1 year f/u, as the pt is currently monitored and pain (moderate) was mentioned.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should add'l info become available, that changes this assessment, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4).